Event description:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain] pain all over the body [general body pain] muscle pain [muscle pain] placement of implants! 11 years have passed with my health deteriorating without being heard by any doctor [general physical health deterioration] chronic asthenia [asthenia] chronic joint pain [chronic arthralgia] tinnitus [tinnitus] memory loss [memory loss] depressive syndrome [depressive syndrome] case narrative: the below report was received by health authority ansm (reference number: r2502391) on 28-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain ("pain all over the body"), myalgia ("muscle pain"), general physical health deterioration ("placement of implants! 11 years have passed with my health deteriorating without being heard by any doctor"), asthenia ("chronic asthenia"), arthralgia ("chronic joint pain"), tinnitus ("tinnitus"), amnesia ("memory loss") and depression ("depressive syndrome"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy by means of single-trocar laparoscopy). Essure was removed on 01-mar-2023. At the time of the report, the pain, amnesia and depression had not resolved. The outcomes for pelvic pain, myalgia, general physical health deterioration, asthenia, arthralgia and tinnitus were unknown. No causality assessment was received for essure with regard to pain, myalgia, general physical health deterioration, pelvic pain, asthenia, arthralgia, tinnitus, amnesia or depression. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): -no peritoneal carcinomatosis -uterus enlarged and mobile, -adherence syndrome with epiploic and sigmoid loop adhesion to the uterine wall [ultrasound scan] (date unknown): haematometra thin endometrium with intracavity stent case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain] pain all over the body [general body pain] muscle pain [muscle pain] placement of implants! 11 years have passed with my health deteriorating without being heard by any doctor [general physical health deterioration] chronic asthenia [asthenia] chronic joint pain [chronic arthralgia] tinnitus [tinnitus] memory loss [memory loss] depressive syndrome [depressive syndrome]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-jan-2025. The most recent information was received on 21-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. Essure was removed on (B)(6)2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain ("pain all over the body"), myalgia ("muscle pain"), general physical health deterioration ("placement of implants! 11 years have passed with my health deteriorating without being heard by any doctor"), asthenia ("chronic asthenia"), arthralgia ("chronic joint pain"), tinnitus ("tinnitus"), amnesia ("memory loss") and depression ("depressive syndrome"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy by means of single-trocar laparoscopy). At the time of the report, the pain, amnesia and depression had not resolved. The outcomes for pelvic pain, myalgia, general physical health deterioration, asthenia, arthralgia and tinnitus were unknown. No causality assessment was received for essure with regard to pain, myalgia, general physical health deterioration, pelvic pain, asthenia, arthralgia, tinnitus, amnesia or depression. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): -no peritoneal carcinomatosis -uterus enlarged and mobile, -adherence syndrome with epiploic and sigmoid loop adhesion to the uterine wall [ultrasound scan] (date unknown): haematometra thin endometrium with intracavity stent quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) chronic pelvic pain [pelvic pain], pain all over the body [general body pain] , muscle pain [muscle pain] , placement of implants! 11 years have passed with my health deteriorating without being heard by any doctor [general physical health deterioration], chronic asthenia [asthenia] , chronic joint pain [chronic arthralgia] , tinnitus [tinnitus] , memory loss [memory loss] , depressive syndrome [depressive syndrome] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-jan-2025. The most recent information was received on 21-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain ("pain all over the body"), myalgia ("muscle pain"), general physical health deterioration ("placement of implants! 11 years have passed with my health deteriorating without being heard by any doctor"), asthenia ("chronic asthenia"), arthralgia ("chronic joint pain"), tinnitus ("tinnitus"), amnesia ("memory loss") and depression ("depressive syndrome"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy by means of single-trocar laparoscopy). At the time of the report, the pain, amnesia and depression had not resolved. The outcomes for pelvic pain, myalgia, general physical health deterioration, asthenia, arthralgia and tinnitus were unknown. No causality assessment was received for essure with regard to pain, myalgia, general physical health deterioration, pelvic pain, asthenia, arthralgia, tinnitus, amnesia or depression. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): -no peritoneal carcinomatosis uterus enlarged and mobile, adherence syndrome with epiploic and sigmoid loop adhesion to the uterine wall [ultrasound scan] (date unknown): haematometra thin endometrium with intracavity stent. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: quality safety evaluation, update of imdrf annex c code (correction done). No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.